Manufacturer narrative:
The autopulse li-ion battery associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During patient use, the customer reported that the fully charged autopulse li-ion battery (s/n (B)(4) does not power on the autopulse platform (sn (B)(4). After the event, the fault was duplicated with a second fully charged autopulse li-ion battery (sn (B)(4). Both batteries showed 4 green led lights upon status checks. Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).